Event description:
Current ICD generator has been on a device alert for battery failure. The pt is quite pacemaker dependent with no underlying rhythm during pacemaker inhibition. Therefore, per recommendations, the device is being changed prior to complete battery depletion.